Event description:
Wife had second morphine pump implanted after first pump removed following 7 1/2 years of service. In 2006, the patient had a newer pump placed per her doctor's recommendation. This pump was supposedly smaller than the first one, but that's debatable. In 2007, the patient began to experience difficulty sleeping, elevated blood pressure and sugar out of control. This occurred approximately 2 weeks prior to her scheduled pump refill. She became extremely ill and was rushed to the hospital via liter. She was described as "thrashing in and about the hospital," during that visit. Something had gone extremely wrong. The morphine had run out of the pump 2 weeks early. There were no alarms, nor was there any way to have known that the pump had emptied early. She was receiving morphine for pain and clonidine for her neuropathy. (She doesn't have any blood pressure problems). The pump was therefore removed and the patient required treatment for morphine withdrawal.